Event description:
It was reported that healthcare provider (hcp) reports patient (pt) had not charged their implantable neurostimulator (ins) since november and scs device was not working since november, but now pt needed MRI. Technical services(tss) discussed MRI guidelines. Patient rep called back repeating information from previous call and that the patient is in the hospital currently and they want to do an MRI. Caller mentioned that the patient broke their fibula and had gone through some surgeries and the stimulator got left to the wayside and that is why it hasn't been charged in 5 months. Caller noted that yesterday the patient fell out of bed and fractured their hip and that is why the MRI is needed; caller added they need to be able to enter MRI mode and need assistance with that. Caller stated that they are seeing memory problem and think it is due to not having used the stimulator in 5 months; patient services (pss) reviewed message with caller. Pss walked caller through resetting the date and time; caller followed up saying they got no device found. Pss reviewed no device found and caller said they got it again after they moved closer to the patient. Pss attempted to walk caller through a charge session but battery low recharge controller message popped up. Pss reviewed charging the controller and then starting a charge session to be able to enter MRI mode. Patient rep called from the registered phone number on file and repeated previously documented information. Patient rep mentioned patient had a fractured leg and was hospitalized before but now they were in the hospital for a fractured hip. Patient rep mentioned when the patient put the recharger on to charge their implant the recharger was hot and burning the patient. Pss asked and patient rep mentioned they did not have the recharger at the time of call. Pss informed patient rep the serial number of the recharger is needed to replace the recharger. Patient rep mentioned they will call back to provide the serial number. Patient rep called back with recharger serial number. Pss asked caller to clarify the "burning the patient" statement and caller said they think the cord was just getting really hot when the patient said that. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: 28-mar-2020: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type: recharger. Was returned and the analysis shows that recharger antenna failure with the message no device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.